Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was a welder and had experienced several shocks. The patient presented to the hospital, the implantable cardiac monitor could not be interrogated, only displayed please locate device message. No intervention had been reported.

Manufacturer narrative:
Final analysis found that the battery depleted due to high current drain.

Event description:
New information notes the device was explanted and returned on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.